Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the lungs during a laparoscopic lung cancer wedge resection, the stapler was able to fire but staple could not be formed and staple line was incomplete. This resulted in tissue damage and bleeding. This resulted to temporary injury. A manual suture incision was done to complete the case.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.